Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Second lot #6d1882 , medical device expiration date: 04/30/2019, device manufacture date: 06/28/2016. (B)(4). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure modewas not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified

Event description:
It was reported the bd vacutainer® safety-lok¿ blood collection sets are not working properly as blood flows too fast before they can even remove tourniquet. No report of injury or medical intervention. No report of blood exposure to mucous membrane.